Event description:
It was reported that there was a patient alert due to high impedance on the left ventricular (lv) lead. It was noted there was possible fracture. The device was reprogrammed and lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant product: product ID 694765, serial # (B)(4), implanted: (B)(6) 2012; product ID d294trk, serial # (B)(4), implanted: (B)(6) 2012; product ID 5076-52, serial # (B)(4), implanted: (B)(6) 2012. (B)(4). Evaluation summary: analysis of the device memory indicated the impedance on the lv (left ventricular) pacing lead was beyond the expected upper range.